Event description:
The pt was revised because of poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 20 other devices from lot v5cb41 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.